Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the front and rear response buttons were intermittently responding. The cause for the failure was contamination on the response button connectors. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The response buttons of monitor sn (B)(4) were intermittently responding. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the device at the time of passing.